Event description:
Procedure: tubal ligation. Reportedly, upon completion of the procedure and removal of the lower trocar from the abdomen, there was a small area of redness around the insertion site. The physician excised the red skin and sutured the incision closed. No other patient sequela reported.